Event description:
It was reported, the right ventricular lead impedance measurement was high. It was also noted, the patient felt uncomfortable during the pacing threshold test. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5594 implantable pacing lead 2009 (B)(6). (B)(4).